Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg for one patient that was not reported out of the laboratory. The following results were provided (reference range <5 miu/ml): initial b-hcg result= 469.33 miu/ml; repeat result= <1.2 miu/ml (result released) there was no impact to patient management reported.

Event description:
The customer observed a false positive architect total b-hcg for one patient that was not reported out of the laboratory. The following results were provided (reference range <5 miu/ml). Initial b-hcg result= 469.33 miu/ml; repeat result= <1.2 miu/ml (result released). There was no impact to patient management reported.

Manufacturer narrative:
Update to section d4 - lot # change from 58182ud00 to 58182ud04. Update to section d4 - catalog # from 07k78-30 to 07k78-78. Update to section d4 - primary UDI number from (B)(4).

Event description:
The customer observed a false positive architect total b-hcg for one patient that was not reported out of the laboratory. The following results were provided (reference range <5 miu/ml): initial b-hcg result= 469.33 miu/ml; repeat result= <1.2 miu/ml (result released) there was no impact to patient management reported.

Manufacturer narrative:
Update to section h4 - device mfg date from 11/14/2023 to 11/15/2023. Update to section d4 - primary UDI number from (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did identify an increase in complaint activity for lot 58182ud04, however, no related trends were identified regarding commonalities for complaint lot number and issue. The device history review did not identify any nonconformances, potential nonconformances or deviations associated with the lot number 58182ud04 and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 58182ud04 was identified.